Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a surgical placement of mid-urethral sling procedure performed on (B)(6) 2021 to treat stress urinary incontinence. During the procedure, the anchor was attempted to place on the patient's right side but it was not fully turned around the back of the pubic ramus. The needle (shaft) was pushed on the end of the trochar into the bone causing the needle to bend and so the device could not be used to finish the procedure. Reportedly, the patient had a very "deep" pubic ramus. Subsequently, the damaged device was completely removed from the patient without repercussion. The procedure was completed with another solyx sis system device. There were no injury and patient complications reported as a result of the event.